Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in (B)(4) 2008 as referenced above. Since this case is related to the issues for which zimmer implemented a correction in (B)(4) 2008 zimmer (B)(4) will consider this case as closed. (B)(4).

Event description:
It is reported that the patient received a durom us acetabular component 52/46 l, right side, on (B)(6) 2007 and underwent revision surgery on (B)(6) 2012 due to pain and loosening.